Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure for a giant hiatal hernia, a balloon 5mm standard experienced issues. The balloon burst while air was being inserted after its placement, and there was a damaged seal. The device was being applied during the step of blowing up the balloon. To resolve the issue and complete the procedure, another device was opened. There was no patient injury.

Event description:
It was reported that during a laparoscopic procedure for a giant hiatal hernia, the device experienced issues. The balloon burst while air was being inserted after its placement, and there was a damaged seal. The device was being applied during the step of blowing up the balloon. To resolve the issue and complete the procedure, another device was opened. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the cannula, circular seal stopcock, duckbill seal, cap top and anti-migration collar (blue donut) were intact. The balloon was received deflated. Functionally, the balloon was attempted to be inflated, a hissing sound was heard. A water bath test was performed and air bubbles were noted. A microscope evaluation showed a hole at the weld. It was reported that the balloon broke and there was a damaged seal. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.